Manufacturer narrative:
Analysis of the complaint fiber revealed the fiber was used for a significant period of time and had no break in the middle of the fiber which contradicts the customer complaint. The rfid scan indicated a use of the fiber for approximately 1 minute and 57 seconds in total (6 watt setting, 1.0 joules, 700 joules total energy applied). The darkness in the ferrule and the charring observed on the heat shrink indicate the fiber may have been attempted to be used with a laser while the fiber misaligned due to sustained damage. This is consistent with the noted jammed sma pin. It is speculated that the fiber could have sustained damage to the sma pin either upon incorrect removal (attempted removal while fiber connector still threaded on laser connection port) from the laser after a case or while the fiber was not connected to a laser after initial use. This damage (jamming of the sma pin) caused the fiber to be misaligned. Upon attempted reuse or continued use, the laser energy was transmitted into the ferrule and then along the outside of the heat shrink instead of inside the fiber core as intended. The rfid scan indicated the fiber was successfully power tested on 01/19/19 at dmta and was subsequently used once out in the field which indicates the fiber was fully capable of functioning during fiber production and during the single intended use. It is unknown why the customer said the fiber was broken in the middle of the fiber and not used as there were no fiber breaks observed and the rfid scan indicated the fiber was used on 05/17/19.

Event description:
"Customer ron called into tac stating that he has an olympus hlfdbx0270c laser fiber that noticed during prep that the item was broken in the middle. The item was not used during a procedure."